Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions with intermittent loss of right ventricular (rv) lead capture. The patient was seen in clinic on (B)(6) 2020 and it was noted that the rv capture threshold had steadily increased over time. The lead was reprogrammed. The patient was stable and would continue to be monitored.